Event description:
The customer reported approximately three milliliters of clear fluid (consisted of diluent and clenz solution) leaked inside the instrument, above the sheath tank, involving the coulter lh 780 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patience consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) observed a slow fluid leak in the tubing at the upper sheath restrictor coil. The fse resolved the issue by replacing the tubing then cleaned up the dried sediment. Quality control (qc) was within specification. The instrument conformed to the manufacturer's published performance specifications. (B)(4).